Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown torx 6.5mm bone screw driver shaft. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Direct anterior total hip replacement surgery, after impacting the acetabular component, the surgeon drilled for a acetabular screw, as he was implanting the screw, the screw driver bit broke and appeared to be cold welded into the screw head. The surgeon was unable to remove the broke screw driver tip out of the screw head...the surgeon was forced to leave the broke piece in the patient. It was contained in the screw head and the poly was seated into the shell.